Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the anesthesia workstation generated an alarm for low fio2 during patient treatment. There was no patient harm. (B)(4).

Event description:
Manufacturer's ref #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The anesthesia workstation was investigated on site and the n2o fresh gas module was replaced and returned for investigation. The n2o fresh gas module regulates the inspiratory n2o gas flow to the patient. An evaluation of the logs confirms the reported event. The returned n2o gas module was simulated use tested in a reference anesthesia workstation. The reported issue was not reproduced. A fault with the n2o gas module may lead to a higher or lower amount of n2o and/or o2 gas in the gas mixture than expected. Without having been able to reproduce the reported issue, we are not able to determine the true cause of the reported event.